Event description:
The customer stated that they have regularly seen differences in results for patients with inr values of > 4.0 inr or higher when measured with coaguchek xs meters compared to values measured in the laboratory using neoplastin plus reagent on a diagnostica stago analyzer. The customer stated that she remembers one patient who had an erroneous result when using a coaguchek xs meter (unknown serial number). The date the event is not known. The customer stated that the event occurred sometime between (B)(6) 2018 and (B)(6) 2018. A sample from the patient was tested using the meter, resulting with a value of 3.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory, resulting with a value of 2.4 inr. No adverse events were alleged to have occurred with the patient. The customer stated that they monitored the patient routinely after the event and he is fine. There were no concerns with the patient's hematocrit levels, presence of lupus in the patient, or presence of antiphospholipid antibodies in the patient. The patient had no reported changes in health, diet, or warfarin medication. The customer stated that the patient takes warfarin for "mrv", but could not clarify the meaning of "mrv". The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.